Manufacturer narrative:
The customer¿s stated issue of ¿infusion ID didn¿t change with volume to be infused change¿ could not be confirmed. The customer did not send in the suspected device for investigation. The log review found the customers stated event date had been overwritten by continued use. Therefore, it could not be determined if a programming error had occurred that would result in an ¿infusion ID¿ not changing during the reported time of the incident. Functional testing consisting of programming a cad pcu test infusion at a rate of 1 ml/h with a vtbi of 3 ml. The infusion started, then the pump module was selected and the vtbi was changed to 25 and started again. Then the vtbi was changed back down to 3 ml shortly after and started again. The pcu event logs also showed that when the vtbi was altered that caused an advancement of the program ID with each change. The source device was found to be operating as intended per software specification 3rd edition alaris system sw v9.33 dir#(B)(4). The root cause of the customer¿s complaint was not definitively identified in this investigation.

Event description:
It was reported that in (B)(6) 2018, during an infusion of vasopressin, the infusion ID didn¿t change when the nurse changed the volume to be infused (vtbi) to 3 ml from 25 ml. The customer has requested an analysis of the event logs. There is a report of unknown patient injury and although requested, the details surrounding the patient outcome were "not provided in accordance with hospital policy."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in (B)(6) 2018, during an infusion of vasopressin, the infusion ID didn¿t change when the nurse changed the volume to be infused (vtbi) to 3 ml from 25 ml. The customer has requested an analysis of the event logs. There is a report of unknown patient injury and although requested, the details surrounding the patient outcome were "not provided in accordance with hospital policy."